Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
International distributor contacted dexcom technical support on (B)(6) 2011 to report that a pt noticed that sensor was missing when she removed sensor upon sensor failure. Pt still felt that sensor was left inside her skin. Distributor has received no further feedback from the pt since the initial report.